Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous. Device is equivalent to that sold in USA.

Event description:
Inferonasal descemet membrane detachment occurred during itrack advance procedure. Right eye, observed during catheter extraction. Repair procedure carried out (air bubble). Post-op, the patient treated with additional air bubble repair procedure within the first week. Follow up indicates the dmd resolved, cornea much clearer. Still residual folds.